Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient received shocks while sleeping and his heart rate went over 300 beats per minute. The patient went to the hospital. The device remains in use. No further patient complications have been reported as a result of this event.